Event description:
Event: conversion to open repair, case details: high jacket retraction forces were encountered during unjacketing of the device. The jacket partialy unjacketed and tore halfway during the procedure. The pt was converted to an open surgical repair.